Event description:
It was reported that during a preventive maintenance check, the epg's (external pulse generator) ventricular output was found to be out of specification, and other output readings varied. The device will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).